Event description:
A malfunction alarm, identified as alarm 20, was reported during the pumping process. There was no adverse impact to the customer's blood glucose level as it remained at 6.9 mmol/l. Despite efforts to load a new cartridge using proper techniques, the cartridge alarm recurred, preventing the resumption of insulin therapy. Technical support decided to replace the pump, as it was still under warranty. In the interim, the customer switched to a backup insulin pump. Instructions were provided to the customer on how to prepare the defective pump for return, including putting it into storage mode and using a pre-paid label for return shipping, which the customer understood and acknowledged.